Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, one (1) unit exhibited a defective locking mechanism on the safety shield, and two (2) units exhibited large pieces of material in the sealed packaging. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Bd received photos for investigation. The photos show empty or missing packaging, foreign matter, and a defective locking mechanism. A total of 30 retained samples were visually inspected for foreign matter within the blister package and empty blister packs; all samples passed, with no foreign matter present and no empty blister packs observed. Additionally, 20 retained samples underwent functional tests for proper activation, and all samples were activated properly with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: defective locking mechanism, empty/missing and foreign matter - unknown. Based on a review of batch records and investigation results, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, one (1) unit exhibited a defective locking mechanism on the safety shield, and two (2) units exhibited large pieces of material in the sealed packaging. No adverse impact was reported regarding the patient or user.